Event description:
It was reported by the patient that they were feeling terrible, sought medical attention and the pacemaker representative did some programming. Patient felt worse after the programming and the next representative reprogrammed some parameters that made the patient feel somewhat better. Patient has been seen by the physician and no further information was provided. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.